Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to load properly as the seal remained inside of the loading device when the delivery device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and seal were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).